Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reseated controls cords, verified correct connections, hard power cycled system and erbe. All cautery testing completed with no issues found. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, customer reported receiving a "vio not connected" message and question marks on bipolar and monopolar energy cords. The customer power cycled erbe power before calling. Intuitive technical support engineer (tse) asked the customer to power cycle the system and vision cart circuit breaker. Tse asked customer to verify all power cords are tight and secure. Tse asked customer to disconnect and reconnect gray fiber cable connections. Tse asked customer to disconnect and reconnect orange fiber cable connections on endoscope controller (ec) and video processor (vp). Ts tse asked customer confirm communication cable from vp to erbe left connector is tight and secure. System powered and homed successfully, vio not connected message returned. Customer then brought in another vision cart. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred during the procedure. Ports were confirmed to be placed. It was unknown if the system functionality was checked upon powering on the system. It was unknown if the system initially powered on without any errors. Dvstat was called to further troubleshoot. The reporter stated the staff was recommended to perform a hard reset but the message did not clear. The reporter then indicated they continued the procedure with another vision cart that was in the room. The reporter then stated they noticed the original vision side cart (vsc) that was used was not properly connected to the erbe.